Event description:
A report was received that the patient's paddle lead was eroding through the skin. The patient was experiencing symptoms of an infection, abscess and blistering at the lead site. The paddle lead was explanted and the patient was prescribed oral antibiotics.

Manufacturer narrative:
The explanted paddle lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.